Event description:
The customer reported false positive reactions of of two different lots of seraclone anti-n with a n negative red blood cell. The reports for the first lot were submitted under no. 9610824-2023-00027 and 9610824-2023-00028. The customer used n negative reagent red blood cell (rrbc) from different competitors. The customer did not provide a product sample for investigational testing. Therefore our quality control laboratory tested their retention sample of the supposedly defective lot according to the instruction for use (IFU) in the tube test. The retention sample was tested for potency and specificity in parallel with a reference lot. Different donor and panel cells were used for the tests. Among others red blood cells with the antigen constellation mmss were tested. The minimum titer of 4 was exceeded and all positive and negative reactions were correct. We did not observe any false positive reaction. Furthermore, the ph value of the retention sample was measured. It met the specification. The complaint sample was not available, and the retention sample reacted as expected. All acceptance criteria regarding specificity, potency and ph value were met. We pointed out to the customer that the intended use of seraclone anti-n is the use in the tube test and not in the gel card. Nevertheless, we also referred to the following point of the chapter performance characteristics and limitations of the method of the instruction for use: "antigen constellation m+n- might show cross reactivity with n'-antigen in case of ph shift (correct ph 8.75 ±0.1) during testing. To prevent ph-shift it is mandatory to pre-wash red blood cells at least two times with isotonic saline." A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.